Event description:
It was reported that an ilet user experienced persistent hyperglycemia despite a supply change and attempted use of meal announcements as correction, with guidance provided to avoid using meal announcements to treat high glucose and to adjust announcements when consuming significantly more carbohydrates than usual. Glucose values included a fingerstick of 379 mg/dl and subsequent reduction to 257 mg/dl, and the user was utilizing a dexcom g7. Symptoms included stomach pain. Outcomes included no hospitalization and a follow-up call that confirmed improvement without need for additional assistance. Investigation included customer counseling and troubleshooting focused on correct meal announcement usage and dosing behavior. Investigation of this case revealed user technique issues related to meal announcement entry when eating substantially larger meals. It was concluded that the device functioned as designed and that user education addressed the reported hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.